Event description:
Boston scientific received information that this right ventricular (rv) defibrillation patch lead exhibited shock impedances greater than 125 ohms. During the routine device change out, the lead was deactivated and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular (rv) lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.